Event description:
Umbilical venous catheter (uvc) was placed in infant in hospital #1. Transferred to hospital #2. Uvc (umbilical venous catheter) was removed prior to discharge home. Patient was admitted to hospital #3 with fever. Cxr noted foreign body. Patient transferred to hospital #4 for cardiac catheterization to remove retained piece of uvc. Patient underwent cardiac catheterization and piece of uvc was removed with out incident. Patient was transferred back to hospital #3.